Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional event or facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire. In addition, to the foreign matter clogging the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover was chipped and had a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesives around the objective lens and the light guide lens had white clouded areas; the plastic distal end cover had a burn; the paint on the suction cylinder was peeled; the suction cylinder was shaved; the connecting tube was wrinkled; the universal cord had a dent; and there were scratches on the connecting tube, and switch#1. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a defective angle. There was no report of patient harm. The device was returned, evaluated, and there was foreign matter clogging the nozzle this MDR is being submitted to capture the reportable malfunction found during the device evaluation.